Event description:
Rk surgery. Permanent glare and halos increased in diameter. Can no longer drive at night due to no contrast. Zero depth perception. Right eye could only be adjusted to 20/60 left eye to 20/40 with corrective glasses. FDA safety report ID# (B)(4).